Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after use, causing a dirty needle stick injury. Laboratory blood work was performed per protocol as a follow-up. The following information was provided by the initial reporter, translated from (B)(6): "safety device in poor condition causing puncture in collaborator with already used needle. It does not work as indicated in the manual or it was blocked." Has there been any harm to the health professional? Only the puncture, the corresponding protocol is run with laboratory follow-up. Was there a need for medical intervention due to what happened? It was not necessary, however the aforementioned protocol is run. How are you activating the security shield? Using the thumb to activate the security shield. Was the security shield/device broken? A: there was no bad condition.

Manufacturer narrative:
Investigation summary bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism (dlm) with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing for proper activation and no issues were observed relating to defective locking mechanism (dlm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism (dlm) . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after use, causing a dirty needle stick injury. Laboratory blood work was performed per protocol as a follow-up. The following information was provided by the initial reporter, translated from spanish: "safety device in poor condition causing puncture in collaborator with already used needle. It does not work as indicated in the manual or it was blocked." ¿ has there been any harm to the health professional? A: only the puncture, the corresponding protocol is run with laboratory follow-up. ¿ was there a need for medical intervention due to what happened? A: it was not necessary, however the aforementioned protocol is run. ¿ how are you activating the security shield? A: using the thumb to activate the security shield. ¿ was the security shield/device broken? A: there was no bad condition.